Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (son) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 180mg/dl. The customer's expected fasting blood glucose test result range is 100 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 06/15/2018 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is calling on behalf of mother stating meter is displaying high readings. Customer states the meter displayed a reading of 180mg/dl fasting on (B)(6) 2017 at 11:53 am and customer decided to take his mother to the urgent care because of the high reading obtained. Customer did not experience any symptoms at time, at urgent care a series of tests were performed such as urine test and bloodwork. Customer states the reading at the urgent care was 107mg/dl fasting and they left the same day (B)(6) 2017. Customer states no medications or treatments were provided at the urgent care.